Event description:
It was reported that the customer was admitted in the intensive care unit due to diabetes ketoacidosis and high blood glucose. It was stated that the doctor believes the insulin pump was not functioning properly. Troubleshooting was performed. The caller stated that while reviewing the bolus history the caller noticed that the customer had a missed bolus alarm. Advised that the insulin pump was not turned of, but she may have taken a bolus for dinner. The nurse stated that the last bolus was for lunch on the day before the event. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.